Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?: yes. D10: returned to manufacturer on: 19-oct-2022 h6: investigation summary a device history record review was completed for provided material number 309110 and lot number 1911149. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected samples were returned for evaluation by our quality engineer team. Through examination of the samples, a plunger functionality issue could be confirmed. Although the samples presented a functionality issue, we can also state that the syringes met the product specifications. It is possible that the medication used or a special method of use (high temperatures, pressures, several uses, etc.) Could have affected the sliding properties of the syringes. Based on the investigation results, an exact cause could not be identified for this issue. It is possible that the functionality issue resulted from irregular storage conditions or use of the product after manufacture. Evalution?: yes.

Event description:
It was reported that the bd discardit¿ ii - 2-piece syringe did not slide well. The following information was provided by the initial reporter, translated from french to english: bd syringes do not slide well.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii - 2-piece syringe did not slide well. The following information was provided by the initial reporter, translated from french to english: bd syringes do not slide well.